Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a retropubic sling insertion procedure. According to the complainant, during preparation, as the blue dilator was being loaded on to the delivery needle, the sleeve of the mesh separated from the blue dilator. Several attempts at follow up have been unsuccessful.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a retropubic sling insertion procedure. According to the complainant, during preparation, as the blue dilator was being loaded on to the delivery needle, the sleeve of the mesh separated from the blue dilator. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the plastic sleeve was stretched and torn at the proximity of the blue dilator-sleeve joint. The tear along the width of the sleeve exhibited ripples with minor stretching and buckling.